Event description:
Boston scientific received information that this right atrial (ra) lead was programmed off due to a lead fracture. No surgical intervention has taken place. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.